Event description:
It was reported that (2) 512sd were used during a lap nissen fundoplication procedure. It was reported by the rep that while performing the procedure, the surgeon experienced outer gaskets tears on the 512sd trocars that surgeon was using. The two of the five trocar seals tore. The rep suggested to place a 1seal reducer on the torn trocar and the case was finished. There was no consequence to pt.